Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the inform system within 10 minutes: hi (>601) mg/dl and 122 mg/dl. No treatment was received. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.